Event description:
Due to defective 9 a fuses the compressor would not start.

Manufacturer narrative:
This report is generated as a result of a service report screening. Maquet inc submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.